Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the keypad buttons have been intermittently unresponsive and cause scrolling through the display screens over the past few weeks. He stated that he wears the pump attached to his belt, and that the pump is not exposed to cleaning products.